Manufacturer narrative:
Spoke with the patient and she shared that she had the device explanted and was in the hospital for over a month due to an infection from our device. The patient has lupus and shared that her body may have rejected the therapy. She has pyeloplasty and a gastrectomy the (B)(6). Notified her to update us on how she feels and whether or not she has found resolution. If procedure fails, she does not have many other options. She shared that our therapy was working for her until her body rejected it. Would entertain the idea of trying our therapy again.

Manufacturer narrative:
Spoke with the patient and she shared that she had the device explanted and was in the hospital for over a month due to an infection from our device. The patient has lupus and shared that her body may have rejected the therapy. She has a pyeloplasty and a gastrectomy planned for the first week of november. Notified her to update us on how she feels and whether or not she has found resolution. Would like to try enterra therapy again.

Event description:
Patient called enterra and stated that the device affected her and she had it explanted on (B)(6) 2025. She stated she still has the box and serial number for the device (although she didn't know the serial number when she called). Enterra representative asked her if she was sure her device was an enterra device and she stated it was. Enterra advised her to speak with a patient liaison but the call disconnected during the transfer. Enterra patient liaison tried calling patient back and left a voicemail.